Event description:
It was reported that the device had a power on reset (por) most likely due to therapeutic radiation exposure. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 95% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. The returned device indicated a memory error for a ram (random access memory) integrated circuit. The analyst commented that the device experienced a pre explant por "write to locked ram" on 2014-07-15 effectively removing any stored pacing and impedance values prior to that date.